Event description:
(B)(4). My life has changed tremendously my hair has fallen completely out I have been having severe abdominal pain, joints ache it's so bad days my legs give out on me, indescribable chest pain lower back pain sharp stabbing pain in my pelvic area....